Event description:
It was reported that the patient presented to the ICU after receiving a notification for low high voltage lead impedance from their implantable defibrillator. At the time of interrogation of the device, the patient was incubated and sedated. The device appropriately detected the arrhythmia and attempted to deliver high voltage therapy but the lead impedance measured too low. After reprogramming the device, lead impedance test showed to be normal impedance. The patient was stable.